Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In this case, it was reported that the patient's annulus became fragile, leading to the pvl. It has been determined that the root cause of this event was due to patient related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a bioprosthetic aortic valve was explanted after a duration of approximately two (2) months due to perivalvular leakage (pvl). It was reported that the patient's annulus became fragile and it was causing pvl. The annulus was reinforced and a new edwards valve was implanted in replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.